Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 158 mg/dl. Reportedly, the pump successfully charged using an alternate usb cable and adapter.